Event description:
Defective mesh caused abdominal intestinal fistula. Had the mesh removed and intestinal fistula repaired on (B)(6) 2013. Mesh was put in on (B)(6) 2010. Mesh: proceed surgical mesh pcdg1 lot cag025 use by 2011-12.